Manufacturer narrative:
The devices associated with this report was not returned. A complaint database search revealed other reported incidents of augment trial breakage where the root cause was identified as misuse or wear out. The investigation could not verify or draw any conclusions about the current reported event based on the limited provided information and lack of the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The two trialing augments broke while trialing before implanting real parts.